Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using fiasp insulin within the pump supplies. Tandem customer technical support informed customer that fiasp is off label per the user guide. Customer performed a supply change to address occlusion. Customer¿s blood glucose (bg) level was over 600 mg/dl. Reportedly, the customer administered a manual injection to address bg level.